Event description:
Customer reported experiencing inaccurate erratic results with an ot ultra meter. Their blood glucose results were 51, 286, and 336 mg/dl. Tests were done within 20 minutes with a difference of 75%. Pt did not experience any adverse events. No further information has been reported.